Manufacturer narrative:
During the review of the lot 17645079, one (1) unit was rejected due to the defect kinked coil damaged and one (1) for the defect damaged coil. These defects could be related to the reported issue related to the orbit galaxy complex fill coil 8x24. Further review of the device history record (DHR) confirmed that the rejected units were properly segregated and discarded. There were no other issues noted that would be considered as potentially related to the reported complaint. (B)(4).

Event description:
The healthcare professional reported that during the coil embolization of an aneurysm at the internal carotid-posterior communicating artery on a (B)(6) male patient with heavily tortuous, moderately calcified vessel, the first coil selected was determined to be undersized and was replaced with the orbit galaxy complex fill coil 8x24 (640cf0824) from lot 17645079. A guiding catheter (fubuki, asahi intecc), a microcatheter (headway, terumo), a y-connector (terumo) and a syringe were also used for the procedure. The framing was not successfully completed and the orbit galaxy complex fill coil became unraveled after being placed in and out of the lesion several times. The coil was replaced with the orbit galaxy complex fill (640cf0925) from lot 17562306. The new coil became stuck at the distal portion of the microcatheter and was removed. The coil was removed and the microcatheter was flushed before the coil was reinserted and the same issue was encountered at the same distal position on the microcatheter. The reported event did not result in any patient injury or adverse event. There was no reported complication. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter.